Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when opening up the implant and noticed there was a scratch on the surface of the ceramic femoral head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : effects on surgery: none, another implant was available. Detail: opening up the implant and noticed there was a scratch on the surface of the ceramic femoral head. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that 136532320, delta cer head 12/14 32mm +5 has a scratch on the surface of the material. However, with the evidence provided, it is not possible to confirm that the product failure is due to manufacturing and it is not possible to confirm that the product was already scratched prior to opening. Therefore, it is not possible to determine a potential cause for this finding. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the 136532320, delta cer head 12/14 32mm +5 would not contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to cause not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device 136532320 lot number 4343915, and no non-conformances /manufacturing irregularities were identified during manufacturing.